Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damage. The customer's blood glucose was 83 mg/dl. Cracks on the insulin pump and bottom part was popped off. The troubleshooting was performed for damage. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked/broken off end cap. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to cracked/broken off end cap. Drive support disk was inspected and no anomaly was noted. (B)(4).